Event description:
The physician attempted to insert a central venous catheter at the bedside using the seldinger technique. During the insertion, the guidewire was noted to be kinked in more than one location. The wire sheared off at one of these kinks, with approximately 30cm of wire being retained in the venous system and the frayed broken end lodging in the subcutaneous tissue of the left groin. The patient went to the or the next day for removal of the retained wire. There was no serious or permanent harm from this event: the retained central venous catheter wire was removed in its entirety. The groin site healed without complication. There was no thrombosis and the wire did not migrate or cause vascular injury.